Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to loss of capture (loc) caused by insulation issues with low resistance. No additional adverse patient effects were reported.